Event description:
Consumer stated she had a "reaction" within 5 minutes of using this product. Her tongue swelled, heart was racing, itching. Symptoms lasted for 3 hours. She used the same toothpaste she always uses, this was her first time using this kind of toothbrush. Consumer has a known latex allergy and other food allergies but nothing she else that she is aware.